Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, pump stoppages and low speed alarms were noted during the review of the event history of the patient¿s system controller. There had been no reported trauma to the driveline. The patient stated that he did not hear or see any alarms. The log file was by the manufacturer's technical services reviewed the data log and noted that the event occurred while the patient was connected to the patient cable and power module, and the duration of the event was approximately three seconds. The system controller was exchanged, and no further alarms occurred. The patient remained asymptomatic. On (B)(6) 2015, x-rays were taken and some shield stretching at the connector end of the driveline was noted. The patient continued to be monitored. At the request of the health professional, on (B)(6) 2015 the manufacturer¿s technical services representative installed a clamshell on the patient¿s driveline.

Manufacturer narrative:
Approximate age of device ¿ 3 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
The pump remained in use supporting the patient at the time of the event, and a clamshell repair was installed. A correlation between the reported shield stretching of the percutaneous lead and the low speed alarms and pump stoppages could not be conclusively determined. The system controller was returned for evaluation. During the review of the extracted log file a pump stop was observed. Functional testing was performed and the system controller operated as intended. The reported alarms could not be reproduced during the evaluation and a root cause could not be determined. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.